Manufacturer narrative:
Date of report: 17oct2018; date of manufacturer: 15oct2018. Philip's service engineer (se) inspected the device. The se could not duplicate the reported issue. No fault was found, the ventilator was returned to use.

Manufacturer narrative:
Event date: (B)(6) 2018. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that during use the ventilator was not ventilating the patient properly and patient was removed to another ventilator. The customer stated that the unit did not alarm. No patient harm reported. The event date was not specified; estimate used.